Manufacturer narrative:
Investigation: per the customer the set up for the procedure was the idl set terumo, neupogen, and calcium carbonate. This product has been processed with eto to achieve a 10-6 sterility assurance level in accordance with en iso 11135. It has also been validated to achieve less than 6 mg ethylene oxide, meeting the requirements of iso 10993-7 prior to release and less then 1ppm in the collect bag at time of use. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV root cause: a root cause assessment was performed for the allergic reactions. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: hypersensitivity to the ethylene oxide used to sterilize the disposable set. Hypersensitivity to the components inside the disposable set. Patient¿s underlying disease state or sensitivity to the apheresis procedure.

Event description:
The customer reported that approximately 20 minutes after being connected to an optia device and beginning an autologous hpc_a collection a patient experienced an allergic reaction (urticaria and pruritus to torso) . The procedure was paused and an IV of benadryl 50 mg po and solu-medrol 40 mg was given. A saline rinse of the set was complete and the patient tolerated. The customer stated that the urticaria and pruritus resolved and the patient was discharged home and was alert and stable. The customer reported that the patient attempted collections again on (B)(6) 2023. The patient received premedication of solu-medrol 80 mg IV, famotidine 20 mg IV, benadryl 50 mg IV, reactine 10 mg po and montelukast 10 mg po. Saline rinse of idl set completed and the patient tolerated. The customer did not provide further patient information. The collection set is not available for return because it was discarded by the customer.